Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer blood glucose level was 409 mg/dl. The customer was treated with the insulin pump. The customer stated that the insulin pump had blank display. The customer stated that the insulin pump was exposed to moisture. The troubleshooting was performed for the blank display and fluid exposure. Customer stated that the contacts on the battery cap were neither missing nor damaged. The customer was advised to insert new aa battery. Display was not returned after insulin pump restart. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.